Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they stopped using the insulin pump and threw it in the trash due to three episodes of diabetic ketoacidosis that lead to medical intervention and open heart surgery. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.